Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Based on the review, the system experienced a brief period of instability around (B)(6) 2025. Following the sensor re-link, system performance has shown signs of stabilization. The user is advised to continue using the system, perform calibrations as prompted, and contact customer care if any additional concerns arise.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.